Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had flow issues on 8 occasions. The following information was provided by the initial reporter: unable to prime extension set due to high pressure on priming line with syringe and saline. Detailed incident description: when we prime we use a leur lock syringe and normal saline to prime the extension set. When we go to push the syringe there is pressure and it does not allow us to prime. Sometimes we can prime one of the extension arms and not the other because of the pressure. We prime with the cap on so that it is a closed system and the end is not open to infection. The syringe we use is a 10ml syringe bd luer-lok tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-20 h6: investigation summary ten 20019e7d samples from lot 20075232 were received for investigation; two in sealed packaging and eight in opened packaging with residual fluid in the line. Additionally a 10 ml bd syringe (ref: 302149) was received in sealed packaging to assist the investigation. A visual inspection of all the samples did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples received in opened packaging were subjected to functional testing by connecting each smartsite to a 50 ml bd plastipak syringe from stock and flushing with fluid; the smartsite of two of the samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. No further occlusions were noted during testing of the remaining samples received in sealed packaging, either with the returned 10 ml bd syringe or the 50ml bd syringe from stock. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed blockage could not be determined, no obvious manufacturing defects were observed which could have contributed to the occlusion. A review of the production records for lot 20075232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the manufacturing site have raised a request for corrective and preventative actions CAPA 1998036 in order to further investigate a potential root cause for the observed occlusion as well as to identify any subsequent improvement actions. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months. See h.10.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had flow issues on 8 occasions. The following information was provided by the initial reporter: unable to prime extension set due to high pressure on priming line with syringe and saline. Detailed incident description: when we prime we use a leur lock syringe and normal saline to prime the extension set. When we go to push the syringe there is pressure and it does not allow us to prime. Sometimes we can prime one of the extension arms and not the other because of the pressure. We prime with the cap on so that it is a closed system and the end is not open to infection. The syringe we use is a 10ml syringe bd luer-lok tip.